Event description:
It was reported that a device was used during a low anterior resection. The resident tried three times without success to insert the device into an obstructed bowel. On fourth try surgeon was successful in inserting the device. When coming up through the bowel the surgeon noticed that the trocar was exposed. He tried to remove the device but could not get it back down the obstructed bowel. The device was removed by excising the tissue. Another device was used to create another anastomotic site. A leak test was performed with a positive result. Surgeon noticed a perforation in the bowel and hand sutured to complete the case. There were no other consequences to the pt.